Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26489. It was reported the patient met with the physician due to a possible infection at the lead site (date unknown). The patient was treated with antibiotics at that time. Follow up information identified the patient returned to see the physician where IV vancomycin was administered and the patient was sent to the hospital for evaluation. A CT scan was taken and showed there was no infection present and the patient was discharged from the hospital.